Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed of the burr was not stable. While platforming the 1.25mm rotablator rotalink plus the device was observed to be leaking air. Fluctuations in speed were noted by the operator although the rotational speed of the device never reached the desired speed and remained very slow. The device never entered that patient and the procedure was successfully completed with a new rotalink plus unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was received for analysis. A visual examination of the complaint device noted no visual issues. Due to a bend in the handshake connection the integrity of the connection could not examined. A guide wire was inserted into the returned rotablator plus unit and an attempt was made to wet test the plus unit. No speed was achieved. The rotablator plus unit was then dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". Therefore the root cause classification is user related. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed of the burr was not stable. While platforming the 1.25mm rotablator rotalink plus the device was observed to be leaking air. Fluctuations in speed were noted by the operator although the rotational speed of the device never reached the desired speed and remained very slow. The device never entered that patient and the procedure was successfully completed with a new rotalink plus unit. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)